Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. The unit passed all functional tests. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the high flow insufflation unit touchscreen would not turn on during an unknown procedure. The unit was able to power up, but the touchscreen display would not fully appear. There were no reports of patient harm associated with this event.